Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele, rectocele, enterocele and stress urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2008 and on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that due to erosion the patient underwent removal of previously placed mesh, anterior/posterior repair, cystoscopy on (B)(6) 2008 and (B)(4) 2010 with cystocele repair, and a perineoplasty. No additional information was provided. (B)(4) ¿ cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling material removal on (b)(\6)2015 by dr. (B)(6) due to exposed bladder mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00188. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrent urinary tract infection and urge incontinence.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dysuria, urgency, urinary frequency, and interstitial cystitis.